Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading in the 300's mg/dl. The pt's spouse repeated the test on the suspect device about five minutes later and obtained a result of 21mg/dl. The pt then passed out. The pt's spouse called the paramedics. The emt's did a blood glucose test on the emt's meter and the result was 15mg/dl. The pt was given an IV and taken to the hosp.